Event description:
The patient became nauseous, bp dropped from 160/78 to 132/72 and o2 dropped from 99% to 93% within 15 minutes of the start of a routine hemodialysis treatment. The patient complained of pressure in her head, abdomen and rectum. The patient was afebrile at time of incident, 97.6; no chills. The facility nurse administered oxygen to the patient via nose cannula and completed rinseback. The nurse thought the symptoms might be due to anxiety, and placed the patient back on treatment a few minutes later. The same symptoms occurred. No reaction was very similar to the patient's allergic reactions to avelox, pcn, and sulfa drugs. Physician attributed the reaction to an allergy to the disposable.

Manufacturer narrative:
The physician attributes the patient's symptoms to an allergy to the disposable. The patient has known allergies to several medications. No additional information will be provided.